Event description:
Account reported low patient sodium results and gave the following examples (initial result/repeat result mmol/l): 133/139, 130/138, 129/138, 133/140, 125/138, 130/141, 132/142, 131/141, 133/140, 133/141, 131/140, 131/139, 129/138, 126/134. The account did not indicate that any adverse events were associated with the incorrect results. The field service rep found the probe was clogged and the ise reagent was contaminated and repaired the instrument.